Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. H.4. Device manufacture dates: monitor sn(B)(4): 3/21/2012 electrode belt sn (B)(4): 8/14/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received an inappropriate treatment. The patient was reportedly in a skilled nursing facility and lost consciousness prior to the treatment. The nursing facility staff attempted resuscitation. The treatment was delivered at 17:29:4 on (B)(6) 2017. The patient's rhythm at the time of the treatment was CPR artifact. The post-shock rhythm was CPR artifact. The CPR artifact contributed to the false detection. At 17:42:44 the patient's rhythm was accelerated idioventricular at 95 bpm. At 18:20:16, the patient's rhythm slowed to 50 bpm before degrading to asystole. The patient was in asystole at 18:22:16 when the device was shut down. There is no inidcation that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm at the time of the treatment.